Manufacturer narrative:
It was initially reported the surgical clipper base was identified to have caught fire, battery acid explode on the counter top. The charger base is scorched and blackened. Reportedly, the surgical clipper and base were new out of the box that day and charging in the procedure room. A staff member noticed it smoking, unplugged the device and removed it from the procedure room. There was no impact or adverse effect to a patient, staff member, or procedure reported. No sample has been returned to the manufacturer at this time for evaluation. A root cause could not be determined. Due to the reported clipper base fire, in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported the clipper base caught fire, battery acid exploded on the counter. The charger base is scorched and blackened.